Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient experienced a blood glucose of 1.1 mmol/l; the reporter stated that the patient was treated with oral carbohydrate and blood glucose levels increased. The pump was reviewed with the reporter and confirmed that the pump basal, bolus and total daily dose history appeared correct; there were no relevant alarms in the pump history. The reporter indicated that the pump did alarm for a loss of prime however, confirmed that the patient was disconnected when the pump was reprimed to resume delivery. The reporter was advised that there was no indication of a mechanical issue with the pump. The reporter expressed feeling uncomfortable with the patient resuming treatment on the pump due to the loss of prime issue and the patient experiencing the hypoglycemic event. This report is made based on the allegation that the patient experienced hypoglycemia of unclear origin while using the insulin pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.